Manufacturer narrative:
The device was returned to zoll medical (B)(6) service department and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity logs showed no power related error messages. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.